Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16mar2020.

Event description:
The customer reported that the ventilator became inoperable upon power on and alarmed. There was no patient involvement. Technical support provided remote assistance to the customer.

Manufacturer narrative:
G4: (B)(6) 2020, b4: (B)(6) 2020. Additional information from the customer's report was received. The customer reported that the unit would go through initial power on self-test, the blower would start but then the unit would shut down and would alarm, both when going into ventilation and also diagnostic mode, and that it would go into a power on/off loop. The customer confirmed that despite the delay in therapy when the ventilator was being setup for patient use, the patient was not harmed and a different unit was used to provide therapy. Based on this information, this event has been re-assessed as a non-adverse event. The field service engineer (fse) evaluated the ventilator and confirmed that the unit would become inoperable upon power on. The fse also confirmed that the unit would go into a power on/off loop and it would not stay on for long enough to be able to retrieve the significant event log. The fse attempted installing a new power supply, power management (pm) printed circuit board assembly (pcba),and central processing unit (cpu) pcba; however, these parts did not resolve the problem, so the original parts were re-installed. The fse reported that the problem was ultimately resolved by replacing the power cord and the battery. The significant event log was retrieved and it shows the occurrence of diagnostic codes related to power restored following loss of power, and ventilator restart due to anomalies detected during operation submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10apr2020. B4: 13apr2020. Additional information was received that the ventilator became inoperable while it was being setup for patient use, and there was a delay in patient therapy as a result. There was no patient harm. Since there was a delay in therapy, this event will be reported as a serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.